Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient never received an identification card and their medical history was between them and their healthcare professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that patient had been implanted the previous day. Since then they had been in pain and spent 9 hours in the hospital. They had gone to the bathroom 20 times and they reported it should not be that way. Patient reported it was not working right and they wanted to speak to someone. It was noted the patient was angry and combative. No further complications were reported or anticipated.